Manufacturer narrative:
The failure investigation has been completed. And the alleged damaged hardware issue was verified. Additionally, the alleged leaking cartridge issue could not be verified, as the product was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump and cartridge were damaged which resulted in insulin leakage. There was no impact to the customer¿s blood glucose. Reportedly, the customer reverted to an alternate pump for insulin therapy.